Event description:
A customer reported experiencing a cartridge alarm 20 while using their pump. Despite the alarm, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Upon investigating, customer technical support (cts) found the back of the pump to be very dirty. The customer was advised to clean the area with an alcohol wipe, after which they were able to load a cartridge and resume insulin therapy successfully. Should the customer encounter another cartridge alarm, a pump replacement was recommended. No further actions were needed for the duplicate email received regarding a photo request.